Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned applicator and no damage was observed. The applicator had not been fired, and the sheath was locked with the sensor inside. Unable to inspect the sensor further as it is inside the applicator. The sensor plug and sharp were returned loose, the sharp was observed going through the sensor plug assembly and it was bent. Therefore, the issue not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section b-5 (describe event or problem) has been updated. The product was inocrrectly documented as a freestyle libre sensor in the write up of the initial and follow up #1 report. The narrative in section b-5 has been updated to reflect the customer's reported freestyle libre 2 sensor.

Event description:
Customer reports that their freestyle libre 2 sensor, "exploded before it could be applied to their arm." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) as been returned and investigated. Visual inspection performed on the returned applicator and no damage was observed. The applicator had not been fired, and the sheath was locked with the sensor inside. Unable to inspect the sensor further as it is inside the applicator. The sensor plug and sharp were returned loose, the sharp was observed going through the sensor plug assembly and it was bent. Therefore, the issue not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports that their freestyle libre sensor, "exploded before it could be applied to their arm." There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports that their freestyle libre sensor, "exploded before it could be applied to their arm." There was no report of death, serious injury, or mistreatment associated with this event.